Manufacturer narrative:
Name and address: postal code: (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a retrograde intrarenal surgery [rirs] procedure of the right kidney for the treatment of kidney stones, the ngage nitinol stone extractor basket would not open while using it with the scope during the procedure. The basket was reported to easily open outside the scope. The alleged malfunction would occur with the scope straight or deflected. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Additional information regarding event details has been requested but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported that during a retrograde intrarenal surgery [rirs] procedure of the right kidney for the treatment of kidney stones, the ngage nitinol stone extractor basket would not open while using it with the scope during the procedure. The basket was reported to easily open outside the scope. The alleged malfunction would occur with the scope straight or deflected. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. The information provided upon review of the complaint file, device history record, complaint history and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user. Important: excessive force could damage device. The complaint device was not returned. There are multiple possible causes for the reported issue that the basket would not open. Without the device available for investigation, a determination of the cause of the issue could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.